Manufacturer narrative:
Product complaint # (B)(4). (B)(6). Event year is reported as 2021; however exact date of event is unknown. Additional product code: ktt. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient will undergo removal of a broken titanium cannulated proximal femoral nailing system (tfna) near the insertion point of the tfna screw and that the patient had a nonunion. It was originally implanted on (B)(6) 2021. There was patient consequence reported. Concomitant devices reported: unknown tfna helical blade (part# unknown, lot# unknown, quantity 1), tfna end cap (part# unknown, lot# unknown, quantity 1), unknown nail distal locking screws (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) tfna fenestrated screw 105mm. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation flow: damage visual inspection: the tfna scr perf l105 tan (part# 04.038.205, lot# 13l4895) was received at us cq. The threads on the screw were observed to be deformed. Scratches and discoloration, which could have been a result of explantation, were also observed on the surface of the returned screw. The provided photographs in the pc attachments were also reviewed and no additional issues were observed. Device failure/defect was identified. Dimensional inspection complaint relevant dimensional inspection could not be performed due to the post manufacturing damage and geometry of the device. Document/specification review no product design issues or discrepancies were observed that may have contributed to the complaint condition. Complaint confirmed the findings are consistent with the reported complaint condition, thus confirming the complaint. Conclusion: the complaint condition is confirmed, as the device was received deformed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot # provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.